Event description:
Complainant alleged that during biomed testing, the device displayed a "self-check fault- 3120" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. This report was inadvertently submitted. Reports of this nature have no potential for clinical impact. The customer's report was verified and attributed to the device requiring preventative maintenance (pm)/calibration. A four-year pm was performed and the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an unknown "self-check fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.